Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for one (1) of one (1) avenue l cage for the failure of pseudoarthrosis leading to revision surgery. Medical records were not provided for review. Device evaluation: product was not returned so a device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to a traumatic event, failure to follow post-op direction, or due to unknown surgical events or unknown patient factors. DHR review and related actions without the lot numbers, DHR review was unable to be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference report 3004788213-2020-00239-1.

Event description:
It was reported a revision surgery was performed due to pseudoarthrosis. No further information has been provided to date. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00239.

Event description:
It was reported a revision surgery was performed due to pseudoarthrosis. No further information has been provided to date. This is report one of two for this event.